Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue clamp of a clearlink system continu-flo solution set broke while being removed from a baxter pump. This was observed when the tubing was disconnected from the patient. Part of the broken clamp remained inside the opening port of the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.